Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprosthesis was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure with metal stent placement on (B)(6), 2011. According to the complainant, during introduction of the device outside of the patient, the guidewire was unable to be advanced through the stent system and it seemed as if the guidewire lumen was blocked. As the user continued to try to pass the guidewire through the device, the stent began to deploy. The procedure was completed with another wallstent rx biliary endoprosthesis. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received since (B)(6), 2012. According to the complainant, the guidewire is a bsc device; however, the physician is not alleging an issue with the guidewire. Reportedly, the stent partially deployed outside the patient. Additionally, there were no visible issues with the delivery system.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprosthesis was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure with metal stent placement on (B)(6), 2011. According to the complainant, during introduction of the device outside of the patient, the guidewire was unable to be advanced through the stent system and it seemed as if the guidewire lumen was blocked. As the user continued to try to pass the guidewire through the device, the stent began to deploy. The procedure was completed with another wallstent rx biliary endoprosthesis. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received since (B)(6), 2012. According to the complainant, the guidewire is a bsc device; however, the physician is not alleging an issue with the guidewire. Reportedly, the stent partially deployed outside the patient. Additionally, there were no visible issues with the delivery system.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprosthesis was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure with metal stent placement on (B)(6), 2011. According to the complainant, during introduction of the device outside of the patient, the guidewire was unable to be advanced through the stent system and it seemed as if the guidewire lumen was blocked. As the user continued to try to pass the guidewire through the device, the stent began to deploy. The procedure was completed with another wallstent rx biliary endoprosthesis. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device revealed that the stent was partially deployed by approximately 12mm. Examination of the guidewire access port found no anomalies. Functionally, it was possible to insert a 0.035 inch guidewire through the tip of the device without any issue. The guidewire exited at the access port and no restriction was met. It was possible to retract the outer sheath and complete deployment of the stent without any issue noted. A visual analysis of the deployed stent noted that some of the distal stent wires were uncrossed and damaged. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. As it was reported that the event occurred outside of the patient during preparation, the most probable root cause classification is handling damage.

Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.